Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no medical documents were received for investigation. Therefore no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a patient was scheduled for revision knee on (B)(6). Upon exposure it was found that the ps insert post, had broken of at the base. Surgeon replaced with a new ps high flex ps insert only and closed.